Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an adverse event occurred. The patient experienced an unknown transmitter issue. On (B)(6) 2024, the patient was at her doctor¿s clinic for a check-up when she passed out. The patient¿s dexcom was ¿not working¿ at that time and the patient¿s bg meter reading was high mg/dl. Around 3:00pm, the patient¿s doctor sent her to the emergency room. At the ER, the patient¿s bg meter reading was ¿over 700 mg/dl¿. The patient was treated with insulin and unspecified IV fluids but declined to be admitted to the hospital, therefore, the patient was discharged home later that evening. The patient was in good condition at the time of report. The patient¿s sensor and transmitter were removed and disposed of in the hospital due to it ¿not working¿ however, no specific details were provided about how it was not working, or if any error messages were received. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.